Event description:
It is reported that when following the recommended sterilization process, the cut guide cannot be properly cleaned. Thus, leading to a possible sterility issue.

Manufacturer narrative:
This report will be amended when our investigation is complete.